Event description:
A report was received that a patient was scheduled to undergo a revision procedure, due to the incision at the pocket site opening up. During the procedure, the physician re-closed the pocket site, and the patient is reportedly doing well.

Manufacturer narrative:
This is the final report.